Manufacturer narrative:
Device not returned yet.

Event description:
Allegedly, during an endoscopic nissen procedure, the jaw and insert piece of the needle holder broke off inside the patient. Both pieces were retrieved and procedure was completed. An x-ray was done to confirm no pieces were left in the patient and the x-ray was negative. Customer reports patient condition post-op was fine.